Event description:
A patient developed redness and rash to the upper lip area two months after injection with cosmoderm 2 in the marionette lines and nasolabial folds. Diagnosis noted as allergic reaction. Further follow up findings note that the reporter prescribed microdermabrasion on three occasions and oral anti-inflammatories. The patient responded to treatment prescribed and all symptoms have completely resolved.

Manufacturer narrative:
Medwatch sent to FDA on 25/jul/07. The reporter provided a invalid lot number for this event. Allergan is unable to perform a device history review.